Event description:
Additional information: it was reported that reason for the patient's hospitalization was unknown but was not related to the pump system. It was assumed that the patient's therapy was 'fine'.

Event description:
It was reported that the patient was hospitalized. The reason for hospitalization is unknown. The patient heard an alarm, but the pump logs did not indicate that an alarm occurred. It was mentioned that the patient was hearing other hospital alarms. The patient did not have any symptoms, and the outcome of the patient was 'assumed' fine. The dose of morphine was decreased to prolong the refill interval, while the patient was in the hospital. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8840, serial# (B)(4), product type programmer, physician product ID 8709, serial# (B)(4), product type catheter; product ID 8596sc, serial# (B)(4),product type catheter. (B)(4).